Manufacturer narrative:
Section b2: "required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reported event of a line through the lcd screen was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 5 days ((B)(6) 2021 per timestamp). Intermittent backup battery faults and yellow wrench alarms were active on (B)(6) 2021 from 05:33:36 ¿ 05:38:44 due to a backup battery load test failure while connected to battery power. The alarms cleared on their own shortly after activating and pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding resolution of the reported event, if the controller was exchanged, and if the controller would be returned for evaluation. To date, no response has been received. A root cause for either of the reported events was unable to conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the heartmate ii system controller. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and yellow wrench alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number requested but not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient called overnight with backup battery fault alarms. The alarm was cleared by doing multiple self tests. A log file was sent in for review which found a cluster of backup battery faults on (B)(6) 2021 at 0532-0538 and resolved after. It was also noted that there was a line in the lcd screen. It was recommended to exchange the system controller. No additional information was provided.